Event description:
The same MFR reports as: 2030404-2012-00072, 00073, 3005188751-2012-00088, 00089. It was reported upon completion of a cardiac ablation procedure, the pt developed a pericardial effusion. A sjm brk needle and a unk sjm introducer device were used to perform transseptal puncture. An afocus ii catheter and an inquiry quadri catheter were placed in the heart. Ablation was performed using a cool path duo catheter. Upon completion of the procedure, the pt became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed, 0.2 liters of blood was removed from the pericardium and the pt stabilized. There were no further consequences to the pt.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the info provided to st. Jude medical, the cause for the reported event remains unk. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.